Event description:
During embolization using detachable coils of a pseudoaneurysm, the first coil - an ev#concerto 3mm x 8cm remained stuck in the catheter and the physician was unable to detach it. Another detachable coil was used and the patient was not harmed.